Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2251 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 898933) for female sterilisation. The patient had a medical history of hair loss, left lower quadrant pain, cholecystectomy, parity 2, gravida ii, uti, menorrhagia and pelvic pain female. Previously administered products included: oral contraceptive nos. The patient had a family history of hypertension, thyroid disorder and diabetes mellitus. Concurrent conditions were listed as ovarian cyst, pelvic pain female, vaginal bleeding, depression and anxiety. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2250 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: successful tubal occlusion [pathology test] on (B)(6) 2019: diagnosis uterus, cervix, bilateral fallopian tubes, robotically assisted laparoscopic total vaginal hysterectomy and bilateral salpingectomy: uterus weighs 167 g. Benign cervical tissue. Benign endometrium. Leiomyoma. Benign left fallopian tube tissue with a paratubal cyst. Benign right fallopian tube tissue with a paratubal cyst. Specimen source a bilateral fallopian tubes, cervix, uterus preoperative diagnosis: pelvic pain, abnormal bleeding gross description: identified within the left and right fallopian tube segments that are attached to the uterus is a coiled metallic surgical device which measures 12.5 cm in length when extended by 0.1 cm in width. The device is consistent with an essure [pregnancy test urine] (date unknown): negative. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Lot number added. Surgical pathology report added. Medical history, concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2251 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 898933) for female sterilisation. The patient had a medical history of hair loss, left lower quadrant pain, cholecystectomy, parity 2, gravida ii, uti, menorrhagia and pelvic pain female. Previously administered products included: oral contraceptive nos. The patient had a family history of hypertension, thyroid disorder and diabetes mellitus. Concurrent conditions were listed as ovarian cyst, pelvic pain female, vaginal bleeding, depression and anxiety. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2250 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: successful tubal occlusion [pathology test] on (B)(6) 2019: diagnosis uterus, cervix, bilateral fallopian tubes, robotically assisted laparoscopic total vaginal hysterectomy and bilateral salpingectomy: uterus weighs 167 g. Benign cervical tissue. Benign endometrium. Leiomyoma. Benign left fallopian tube tissue with a paratubal cyst. Benign right fallopian tube tissue with a paratubal cyst. Specimen source a bilateral fallopian tubes, cervix, uterus preoperative diagnosis: pelvic pain, abnormal bleeding gross description: identified within the left and right fallopian tube segments that are attached to the uterus is a coiled metallic surgical device which measures 12.5 cm in length when extended by 0.1 cm in width. The device is consistent with an essure. [Pregnancy test urine] (date unknown): negative. Lot number: 898933 manufacture date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.